Event description:
The product from hydros with ref# of hh1000 lot# 26c00807 was not functioning properly . The handpiece was unable to perform as intended and the defective handpiece was removed from the sterile field and retained for evaluation. Disposable handpiece malfunctioned. Defective handpiece given to risk for evaluation.